Event description:
Reporter indicated the plan of care was to explant the vns. Explant of the generator occurred on (B)(6) 2012; the lead was not explanted. No new devices were implanted. The hospital discarded the generator. The patient had no changes in medications. The patient had also been seizure-free for several years, and had brain surgery after the vns was implanted. It was clarified that the generator was unable to be interrogated, and was not disabled but was at end of service and the patient no longer had any pain. The reporter confirmed the vns programming system was working properly, ruling out any issue with the programming system. A battery life estimate performed by the manufacturer yielded -0.55 years remaining, indicating end of service was very likely.

Event description:
Additional vns programing history was received and a new battery file estimate was performed, which resulted in -1.36 years remaining.

Event description:
Reporter indicated a patient was experiencing painful, erratic stimulation in the neck that was occurring every 2-3 minutes. The patient had no known trauma. The reporter was unable to interrogate the vns generator as it is believed to be depleted. The generator was interrogated one month prior and at that time indicated the generator was at end of service (eri = yes). The reporter does not believe there is an issue with the vns programming wand, as the patient's vns generator is at end of service. It is felt the generator being depleted in the reason the wand is unable to communicate with the vns. The reporter stated the vns may be explanted due to the patient's painful stimulation event. Attempts for further information are in progress.